Event description:
The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead presented to the hospital emergency room due to fatigue. As a result, a device evaluation was performed. The rv pacing, sensing and threshold measurements were within normal levels. The shocking impedance measurements were greater than 125 ohms in all vectors. Review of patient data indicated the patient received a shock one week prior. At that time, the shock lead impedance was normal and no noise was noted on the lead. Also, non-sustained ventricular tachycardia detections were stored. Technical services was consulted, troubleshooting was performed, and possible causes for the out of range measurements were discussed. Potential options to evaluate the system were reviewed and the field representative consulted with the physician. An invasive revision procedure was performed and the setscrew appeared to be in the correct position. Upon re-insertion of the defibrillation leads the setscrew would not engage. As a result, the crt-d was explanted and replaced. No further issues were reported with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection noted a small dent in the case front near the header. The defibrillation negative (df-) set screw was stuck down when received. It took 18 inch ounces of torque to loosen the screw. All other set screws operated within specification. A review of the device memory noted one lead leakage in session fault on (B)(6) 2012. Daily lead impedance data verified high shock lead impedance. By placing a test lead next to the lead seal ring impressions left by the implanted lead, it was determined that the df- lead was not inserted completely into the terminal block. Further analysis concluded that the device met all electrical specifications.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.